Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed loss of left ventricular capture on the implantable cardioverter defibrillator (ICD), there was pacing inhibition noted. No programming changes were performed. There were no patient consequences.